Manufacturer narrative:
(B)(4). External insulation abrasion was found at 6.7 cm to 6.9 cm from connector pin consistent with lead friction to the can.

Event description:
It was reported that the atrial lead showing non physiological signals on atrial egm episodes. The lead was explanted and replaced. No adverse events for patient reported.